Event description:
CT x-ray table would not move. Error: 260112014. Fwd. Touch sensor active. Also see err 260111048. Tech shut down gantry for 5 minutes and restarted. Was able to move table to get patient off table. Manufacturer response for computed tomography-CT, discovery CT 750 (per site reporter): helped identify parts and shipped parts for replacement.